Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported via phone call that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 150 mg/dl. It was also stated that the customer took out the battery, but the issue persists. It was also stated that the sensor was not able to connect to the insulin pump because of the button error. The insulin pump was exposed to moisture, but the button error did not occur right away. The insulin pump will be replaced.